Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs. No additional information is available at this time due to ongoing litigation. Should additional information become available, it will be provided in a supplemental report. Device not returned.

Event description:
It was reported by the attorney for the patient, as a result of a legal claim, that allegedly there was early loosening of the trident shell.